Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an off no power alarm without getting a low battery alert twice. Blood glucose level at the time of the incident was not provided. The customer also mentioned getting a weak battery alarm, battery out limit alarm and failed battery test alarm. The customer was advised the insulin pump will be replace and agreed to return the product for analysis.